Manufacturer narrative:
Citation: pan et al. Impact of sheath type on vascular and bleeding complications after transcatheter aortic valve replacement: a post hoc analysis from the marvel registry study. Catheter cardiovasc interv. 2025 mar;105(4):787-794. Doi: 10.1002/ccd.31396. Epub 2025 jan 3. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of sheath type on vascular and bleeding complications after transcatheter aortic valve replacement (tavr). The study population included 479 patients who were predominantly male with a mean age of 82 years old. Multiple manufacturers¿ devices were implanted in the study population; 183 patients received a medtronic evolut r or evolut pro bioprosthetic transcatheter valve delivered via delivery catheter system (dcs). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among medtronic patients, clinical observations included: stroke and access site vascular complication (bleeding, pseudoaneurysm, vessel perforation, vessel dissection, hematoma) which required intervention. No further information was provided pertaining to medtronic products.